Manufacturer narrative:
A steris service technician received a call from the user facility inquiring if it is possible to receive burns from the system 1e after a completed cycle and if ppe should be worn. The steris service technician stated to the spd director that operators for the system 1e processor should wear ppe at all times as stated in the operator manual. Following the conversation with the steris service technician, the spd director performed in-service training and placed several signs and visual reminders around the system 1e processor. A steris service technician inspected the system 1e and found it to be operating properly; no issues were noted. The technician inspected the aspirator assembly and no issues were noted. The technician observed a facility employee run a processing cycle which completed successfully. No issues were noted and the processor was returned to service. No additional issues have been reported. The operator manual states (pp. 1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures. The technician performed in-service training on the proper use and operation of the system 1e.

Event description:
The user facility reported that an employee was changing trays for their system 1e processor after a completed cycle and began to feel a stinging sensation on his upper forearm followed by red raised skin. The employee rinsed their arm with water and sought medical treatment.